Event description:
On (B)(6) 2009, baxa was notified that this customer had 6 bags leaking from the administration port for model #739 lot# 736779. The customer reported no pt injury, illness or medical intervention. Customer stated they would be filing a medwatch for this issue. A copy of the medwatch was requested from the customer and received on (B)(4) 2009. The medwatch received from the customer reported product problems for model #739 lots #738175 and 738176, and model #738 for lot #738392 for leaking from IV tubing port. All reported lots were recalled by baxa corp on (B)(4) 2009. Since the recall was initiated, baxa identified several subsequent medwatch reports on the maude database. All of the reports are referenced in this MDR, and all were related to lots recalled by baxa corp.

Manufacturer narrative:
This report contains add'l info for complaints related to the exacta-mix empty eva container recall.